Event description:
This lead was explanted due to patient presented to the emergency department with intermittent loss of capture causing syncopal episodes. Oversensing of noise was also seen on the rv channel. The bipolar pacing impedance had increased >300 ohms since implant from 17-jul-2025 to 26-jul-2025. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a ligature mark and cuts into the insulation 28 cm distal to the is-1 connector pin as well as a squeezed conductor coil 5.5 cm distal to the connector pin and a bent fixation helix. These damages most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.